Manufacturer narrative:
Medwatch report number: mw5119618. Further information requested but not received.

Event description:
It was reported a patient's atrial lead presented with noise and far field signals that were also observed, but not sensed. No changes were reported. The patient status was unknown.